Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. The customer¿s blood glucose was 600(mg/dl). Reportedly, the customer turned the pump on, loaded a cartridge, and delivered a bolus to address bg level. Tandem technical support requested the customer upload the pump logs to further investigate the issue. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did upload the pump and did not respond to follow up attempts.